Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 484 mg/dl. Customer incident date was (B)(6) 2017 and has experienced multiple high blood glucose levels. The customer treated the high blood glucose values by either changing out the sets and bolusing or using the manual injections. Customer's blood glucose value was unknown at the time of the call. Customer reported the cannula was not delivering the insulin and when she removes the set it was bent or kinked. Vice settings were correct. The customer was assisted with bent cannula troubleshooting. The insulin pump was returned for analysis.